Manufacturer narrative:
Explanted date: (B)(6) 2016 additional suspect medical device component involved in the event: model #: sc-2218-50 serial # (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was due to the device not helping to relieve the patient's pain.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.